Manufacturer narrative:
The customer¿s report of a patient receiving more medication than intended during infusion could not be replicated. Physical inspection noted the device to be in good condition. No other issues or anomalies were observed. Analysis of the pcu event log shows that on 10/30/2014 at 2:08pm pump module s/n (B)(4) was programmed to infuse oxytocin at a rate of 1ml/hr with a vtbi of 450ml on the day of the reported event. An occlusion alarm was noted shortly after the infusion started. The pump was restarted and the device continued to infuse. At 3:25pm, the device was channeled off. The pump module was programmed for a second time at 7:40:42 pm with the same guardrails drug, parameters, concentration, dose, rate and vtbi. Ten minutes later the pump module was paused, it appears that the door was opened, and the user experienced two types of alarms consisting of a ¿flo_stop_open¿ and a ¿check_IV_set¿. Attempts were then made to restart the infusion resulting in additional check_IV_set alarms which suggest that the disposable set had been removed. Eventually both alarms were cleared and the pump was restarted. The pump module was channeled off and removed at approximately 7:54pm. At 7:56pm, the pcu was powered off. Rate accuracy testing was performed and the device was in specification and exhibiting no issues or anomalies. The root cause was not determined.

Event description:
The customer reported that a patient received more medication than intended during infusion. The customer suspects the door may have been opened for a period of time during the infusion.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.